Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the monitor was unable to recognize an electrode belt. The cause for the service code and failure to recognize an electrode belt was isolated to a broken wire in the monitor's electrode belt cable receptacle. The root cause for the broken wire could not be positively identified. No adverse event resulted from the defective monitor

Event description:
A us distributor returned a patient's monitor sn (B)(4) and reported that the monitor was displaying a service code 204 (belt/monitor unusable).